Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Seen no broken weld on x brace's right side frame has a broken weld at lower rear of side frame. Product received expanded evaluation. The expanded evaluation report states: visual inspection- there was a broken weld at the bottom of the right rear back cane. The broken weld was held together with zip ties. The seat and back upholstery were in poor condition. The seat upholstery was sagging and there were multiple areas with holes and rips. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken weld on the right side frame. Complaint of " broken weld on the chair" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken frame/weld. Seen no broken weld on x brace's right side frame has a broken weld at lower rear of side frame. Product received expanded evaluation. The expanded evaluation report states: visual inspection- there was a broken weld at the bottom of the right rear back cane. The broken weld was held together with zip ties. The seat and back upholstery were in poor condition. The seat upholstery was sagging and there were multiple areas with holes and rips. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken weld on the right side frame. The provider states the end user alleged a broken weld on the chair.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the end user alleged a broken weld on the chair.